Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there were false pause episodes noted on the device due to undersensing. The device was reprogrammed, however the pause episodes continued. The device will be reprogrammed again at the next follow-up appointment to resolve the event, and the patient was stable with no consequences.